Event description:
The ge oec 2800 fluoroscopy uroview system was unable to make a film exposure. Film failure was displayed on the tower video display.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the reed switch, motron pcb, and eeprom. The system was tested extensively and found to be operating as intended. The system was released to the customer for use.the facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.